Event description:
It was reported, the high-definition liquid crystal display (lcd) monitor had no image. The issue occurred during preparation for use in an unspecified procedure. The procedure was completed with a similar device. No delay to a procedure was reported. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found intermittent images due to a faulty liquid crystal display, and a faulty serial digital interface connector. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 08 years since the subject device was manufactured. Based on the results of the investigation, it is likely the faulty liquid crystal display was the cause of intermittent image and bad serial digital interface cause could not be identified. Olympus will continue to monitor field performance for this device.